Event description:
A nurse from the hospital called and stated that the customer was brought in due to high bgs. The contact indicated that the customer's family member would call back with details. Also the nurse reported that set was pulled out and cannula was bent. Bgs were treated with insulin drip.